Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Corrections to sections h6: device code(s), investigation findings and investigation conclusions; remove device code 2915. Additions to section h6: type of investigation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to the paravalvular leak. Investigation results suggest the paravalvular leak event was likely due to the malposition likely caused by interaction of the new sapien 3 ultra (s3u) valve with the pre-existing mechanical mitral valve, thereby causing a canted s3u valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of malposition was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Per the IFU, valve malposition is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. In this case, interaction between the incident valve (aortic) crimped on the delivery system and the pre-existing valve at the mitral position during deployment was suspected. It is possible that this interaction may have caused the thv to be canted and land in the reported 30:70 position, ultimately leading to a malpositioned thv. As such, available information suggests that procedural factors (interaction with pre-existing mitral valve during deployment) may have contributed to the complaint event; however, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in the native aortic position, the s3u valve canted towards the left cusp and landed 30:70 (aortic: ventricular). Moderate-to-severe paravalvular leak (pvl) was observed. The s3u valve was post-dilated with 1cc, but the pvl persisted. Another 26mm s3u valve was deployed, which landed 60:40 (aortic: ventricular). As mild pvl was still observed, an additional 1cc post-dilation was performed. The pvl was reduced at trace-to-mild. It was noted that the patient was at high risk and had a previous mechanical mitral valve implanted. Per report, the physician believes the first s3u valve potentially interacted with the mechanical mitral valve, causing the canting.

Manufacturer narrative:
No relevant medical history was provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. The investigation is ongoing.